Manufacturer narrative:
A third-party service agent further evaluated the customer's device and observed that the device had been disassembled and reassembled incorrectly and the device was missing internal parts, which caused the reported issue. After replacing the power module and the therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A third-party service agent contacted physio-control to report that when their customer's device had battery problems. During the initial evaluation of the device it was observed that the device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that when their customer's device had battery problems. During the initial evaluation of the device it was observed that the device would not power on. There was no patient use associated with the reported event.